Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #:1012147. Medical device expiration date: 2022-01-31. Device manufacture date: 2021-01-12. Medical device lot #: 1012151. Medical device expiration date: 01/31/2022. Device manufacture date: 2021-01-12. Investigation summary: bd received 3 samples, 1 for lot 1012147 and 2 for lot 1012151, for investigation. The samples were evaluated by visual examination and the indicated failure mode for tue breakage with the incident lot was observed. Bd was not able to determine a definitive root cause for why the tubes broke. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the tube spc trce gh 13x100 7.0 plblce d/bl, the device experienced cracked tubes. The following information was provided by the initial reporter. The customer stated: the team was filling tubes when several tubes broke on the filling instrument. The broken tubes were isolated and the cannula was found to have pierced through the side of the sleeve, resulting in a skewed sleeve.